Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleges small prime volume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/09/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no load step malfunction or loss of prime warnings were observed in the black box on the reported failure period. No unusual primed volumes observed in the prime history. The pump boots up to "verify" screen normally. Upon the first load attempt, the unit is able to detect the cartridge and prime successfully, no prime issue duplicated. Force sensor calibration reading is within specifications. The cover was popped off to inspect the internal part of the pump. No moisture ingress was found inside the unit, force sensor and power circuits were inspected, and no defects were found.